Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high"; although a specific value was not provided, and ketones that were identified as dangerous by healthcare provider. The cause of elevated bg was unknown, however the customer was using expired insulin. The customer went to the emergency room and bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.